Event description:
It was reported that the patient was experiencing a phase to phase short. A driveline repair was performed, and the system controller was also exchanged secondary to a white connector malfunction and issues with the controller display to the system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h2: corrected. Section h3: corrected. Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) not communicating with the system monitor was confirmed via investigation of the returned system controller. The controller returned in unremarkable physical condition. It passed all functional testing and was able to support a mock circulatory loop without issue or alarm. The continuity of the communication wire was measured, and it was noted that when the cable was manipulated, the wire measured as open loop, indicating damage to the conductors. Damage to this wire would prevent the system controller from communicating as intended with the system monitor. Attempts were made to obtain additional event information, but no response was received. The root cause of the system controller not communicating with the system monitor was determined to be due to damage to the white power cable; the root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller and its power cables. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.